Event description:
Patient was found on remote interrogation to have high frequency noise on stored egm's and erratic ra lead impedances starting about 7 months ago. Patient brought into office to rule out ra lead fracture vs. Spring contact in header issue. Unable to reproduce noise or erratic impedances with provocative maneuvers. Bsc tech support contacted and it was determined to be spring contact issue with bsc d152 can and mdt ra lead. Has bsc rv lead. Manufacturer response for ICD d152, boston scientific d152 dynagen (per site reporter): reprogramming to be done to eliminate noise on ra lead. May continue to have erratic/out of range ra impedances. Continue to monitor lead for further issues.